Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the cartridge`s being loose "fell off." A cartridge change was performed resolving the issue. Customer¿s blood glucose level was 146 mg/dl.